Event description:
It was reported that right ventricular oversensing due to double counting a wide qrs complex was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended but not made by the clinician. The ICD was just being monitored. There were no patient consequences.